Event description:
Alert: rv lead integrity warning on (B)(6) 2021 (2 or more criteria met). 13 high rate-ns episodes and sensing integrity counter (short v-v intervals) at 52. The oldest high rate-ns episode associated with this observation is dated (B)(6) 2021. Ventricular oversensing on all high rate egms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).